Manufacturer narrative:
The returned device was evaluated and attempts made to download the data with pod unopened were unsuccessful. All battery voltages were measured to be below the expected range. The device was connected to an external power supply to download the data. The download data shows that the device generated an 0x3d alarm, indicating that fluid leaked into the device. A tear was found on the exposed portion of the soft cannula. The damage to the exposed portion of the soft cannula could not be confirmed as the cause for the alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 20.3 mmol/l (365.4 mg/dl) while wearing the pod between 37 and 48 hours. The pod had to be remove due to an pod hazard alarm during a bolus delivery. As treatment, a new pod was placed and a the patient gave a 3 unit bolus and a 4 unit bolus.